Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent nocturnal low glucose at 54 mg/dl while using the ilet and had not been announcing meals per prior clinical guidance, which likely led the system to deliver correction insulin for postprandial hyperglycemia at a reported value of 211 mg/dl and contributed to overnight hypoglycemia. The case involved meal announcements, missed meal announcement, and education with assignment for additional training. Symptoms include hot flashes/flushes, shaking/tremors associated with hyperglycemia and hypoglycemia reported. Outcomes included urgent and non-urgent low glucose events without hospitalization. Investigation included review of recent blood glucose information and technical troubleshooting by customer support with transfer for additional training. Investigation of this case revealed user-related use error due to missed meal announcements with device behavior consistent with expected automated correction dosing, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error, and additional training was indicated.